Event description:
The small screw to fix the inlay into the tibial plateau is broken. The broken screw was not detected during surgery. This led to a revision surgery and they had to remove the whole tibial plateau because a part of the screw was fixed into the tibial component. Medacta was informed on (B)(4) 2014. Reference MFR # 3005180920-2014-00059.